Manufacturer narrative:
H10: the device was returned to bd for evaluation. The investigation is confirmed for the reported retraction issue, as the balloon was stuck in the sheath with buckling on the sheath. The investigation is confirmed for the reported catheter shaft detachment. The investigation is unconfirmed for the reported peeling, as no peeling was noted to the balloon. Based on the available information, the definitive root cause was unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model at75144 pta balloon dialation catheter allegedly peeled and was difficult to retract through the sheath. The balloon and sheath were removed together. This information was received from one source. This malfunction involved a patient with no reported patient injury. The patient was a 49-year-old male. The weight was not provided.

Manufacturer narrative:
The device was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model at75144 pta balloon dilation catheter allegedly peeled and was difficult to retract through the sheath. The balloon and sheath were removed together. There was no reported patient injury. This information was received from one source. The patient was a (B)(6)-year-old male. The weight was not provided.